Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 3.67 miu/ml with a data flag. The repeated result was 5559 miu/ml. The questionable result was reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number and expiration dates were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, and system alarm trace were requested but not provided. The field service engineer found the sipper nozzle and sipper flow path were contaminated, replaced the tubing from the measuring cell to the sipper, replaced the sipper nozzle, and performed adjustments. Calibration and qc were within range. The investigation determined the service actions resolved the issue.